Event description:
It was reported that noise was noted on the lead. A revision procedure was performed, however, it is unknown if the lead was repositioned or replaced. The status of the patient was not provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.